Manufacturer narrative:
Continuation of d11: product ID 37751 lot# serial# unknown implanted: explanted: product type recharger product ID 97740 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that they attempted to charge the ins in pre-operative to assess impedances and obtain information. The rep was unable to charge enough to interrogate the ins. There were no known external factors that led to the issue. The rep noted that the cause of the replacement was that the battery took several hours to charge and only lasted 1-2 hours.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: unknown, product type: recharger. Product ID: 97740, serial#: unknown, product type :programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implanted neurostimulator for non-malignant pain. It was reported that it wasn't working, which they further clarified that they had difficulty charging the ins and stated they couldn't charge it. The issue started about a month prior and they didn't have equipment on the call. It was further reported that it had been over a month and a half since they last charged the ins. They confirmed there was poor communication with both the recharger and the patient programmer. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from the patient. It was reported that there were no circumstances that led to the issue. The issue was not yet resolved as the patient was waiting for someone to contact them. No further complications were reported. Additional information was received from the patient. The patient reported that because the ins wasn¿t working, her pain was getting bad. The patient confirmed that it had been well over a month since she last recharged the ins. The possibility of overdischarge was reviewed. No further complications were reported. On 2020-09-17, additional information was received from the manufacturer representative (rep). The rep reported that patient's ins was replaced 2020-09-10. It was not holding a charge. The reason for the call was to inquire about warranty as hospital requested this information. Discussed reason for not holding a charge, troubleshooting prior to replacement to review impedances, settings and charge time/ amount would have been appropriate to assess valid warranty claims. Caller believes he does have a previous report that may contain this information.